Event description:
A medtronic ent rep reported that while in an ent procedure, the surgeon felt inaccurate 5-10 mm inferior and anterior. The medtronic rep on-site stated that the tracer pattern was good. The surgeon stated that they feel more accurate as they were superficial (bridge of the nose) and less accurate as they went into the sinus (touching the sphenoid). The procedure was completed with the use of the fusion navigation system. There was no impact on pt outcome.

Manufacturer narrative:
Pt age & weight not documented as site declined to provide that info. Initial testing by the rep on-site using a registration head model found the system to be inaccurate by approx 3-4mm in the posterior region. The accuracy appeared to fluctuate depending on emitter placement. The stealth archive had been deleted and was not available for eval.